Event description:
It was reported that the right ventricular lead exhibited noise and loss of capture. The noise was recreated. The lead was explanted and replaced. The patient was in stable condition.